Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, and after doing so, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.